Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing no phacoemulsification power during cataract surgery. The system was switched out to complete the case. There was no patient harm.

Manufacturer narrative:
Additional information provided. No further information was able to be obtained from this customer. However, it was determined that there was debris under the footswitch. The system was manufactured on june 17, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).